Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.